Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that there was no suction with the handpiece. Additional information has been requested but not received.

Manufacturer narrative:
Additional information is provided. Based on this information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received indicating the reported event of no suction with the handpiece occurred before surgery. A system message was displayed. There was no patient involvement.